Event description:
The pt was standing in the kitchen when she felt a loss of stimulation. There was no new equipment around the house. The microwave was running at the time, about 2-3 feet away. It was noted that no procedure was done 1 week prior to loss of stimulation; however, 2 weeks prior to loss of stimulation, the pt had botox with emg done on both shoulders and legs; the needle was about 6-7 inches away from the "stimulator systems". The pt was under anesthesia at the time of the procedure. The pt did not recall if she felt stimulation when she was standing in the kitchen. The pt did not recall exactly what the error code was on the pt programmer, burt thought it was 757 with a doctor icon. The pt's husband didn't recall the exact error code either. The pt was seen in the clinic. When interrogated with the physician programer the stimulator did not display any message; the "amplitude converted to 0v; pulse wide '--'; rate '--'. And all the electrodes were not activated." Impedance measurements were normal. It was noted that the pt used the stimulator '24/7'. The stimulator was reprogrammed and the pt was sent home to see if it reoccurred. The physician had not heard back from the pt.

Manufacturer narrative:
(B) (4)